Event description:
It was reported that at implant, the right ventricular lead defibrillation threshold testing was unsuccessful, requiring external rescue. It was also reported that since then, the lead's high voltage impedances have fluctuated from 40 to 170 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.